Event description:
The pump was returned for investigation. Investigation revealed a torn keypad and a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn on the "up" and the "ok" buttons, but all of the keypad buttons responded normally. The keypad cover was removed and no contamination was found under the button contacts. The pump¿s display was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).